Event description:
The account alleged there was fluid ingress into the bed scale pods. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.